Event description:
Vague report of "suspicion of overinfusion". The reported condition was found during clinical use, and patient injury had been reported, indicated by the presence of an incident report. The biomed manager stated that the nurses suspected at first that the pump was either not delivering or underinfusing, so they changed the settings, and it was suspected that the patient then got too much of the medication. It is unknown what the settings were. The patient was on morphine. The patient had respiratory depression while on the pump. Risk management stated that they did not feel that the patient was overinfused, but they wanted to have the pump checked out since it was on a patient, and the patient required medical intervention. The patient was intubated and taken to the ICU. The patient was extubated immediately, and was sent back to the unit patient was on that same afternoon. The patient has since been sent home, and is ok now. Risk management stated that they don't have the cable to print the pump's history. When the technician looked at the history, he only retrieved it for the afternoon, and then erased the entire history. The incident had happened in the morning.